Event description:
The caregiver (cg) contacted baxter's service center regarding the home patient (hp) feeling overfilled, which occurred on the homechoice (hc) during use, during dwell 1. The cg stated that the hp had to start therapy over at dwell 3 of 7, and then they felt overfilled in dwell 1 of 7. The cg stated that the hp normally started therapy empty. The cg feared that the hc did not drain during initial drain what the hp had in him from dwell 3 of the previous therapy. The technical service representative (tsr) had the cg do a manual drain and the hp drained out 4609ml. The hp's night fill volume was equal to 2400ml. Therefore, this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp?s symptoms were no longer present. The cg stated they would end therapy for the night and call the registered nurse (rn) in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated she was not aware of this event. Ps explained that the patient restarted therapy and the initial drain alarm was not adjusted, potentially causing the overfill. The nurse stated she had not heard of any additional issues with the cycler. She stated that patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.